Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No. Is the white tissue pad completely missing from the clamp arm of the device? No. MDR decision is now not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the pad detached from the device. The issue was solved using another device, har7, to complete the procedure. No patient consequence reported.